Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Performed a visual inspection of the returned instrument and found it to exhibit signs of repeated use (nicked / gouged) and has fractured into four pieces. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a provisional fractured during usage as part of a knee procedure. No adverse events have been reported as a result of the malfunction.